Manufacturer narrative:
Isi received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the reported thermal damage and found the permanent cautery hook instrument to have incurred thermal damage (localized melting) indicative of arcing on the monopolar yaw pulley and distal clevis. This thermal damage was identified just proximal of a dislodged ceramic sleeve and near the drive cable. The instrument was tested for electrical continuity and passed. There was no damage found to the conductor wire or its weld location. No additional complaints related to the instrument or the event were reported by the site. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's second usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the plastic area around a permanent cautery hook instrument was found to be "burned." The procedure was completed with a back up permanent cautery hook instrument with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) received a video recording of the procedure which resulted in the following findings: the permanent cautery hook appeared to have a dislodged/damaged ceramic sleeve at the beginning of the video. While the initial complaint was related to thermal damage to the instrument¿s ¿plastic¿ at the distal end, isi observed arcing in the video review. Isi followed-up with an operating room (or) nurse and surgeon, which resulted in the following additional information: it was reported that while activating monopolar energy with the permanent cautery hook instrument, arcing was witnessed. It was alleged that the plastic area around the permanent cautery hook instrument was burned, exposing metal. The or nurse and surgeon confirmed that there was no patient injury, that the procedure was completed safely, and that the patient had recovered from the procedure. The instrument was inspected prior to use, there were no instrument collisions, no change in the esu settings (coagulation at 70w and cut mode at 20w), monopolar energy was activated when arcing was observed, and no fragments fell inside the patient.